Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagus cancer surgery, the surgeon was able to press the green button, but could not squeeze the handle. The device was not able to fire. The handle as replaced with a new one and the procedure was completed. No patient injury.